Event description:
Reference number (B)(4). Event occured in the united states. The patient experienced a kinked cannula incident that resulted in an emergency room visit. They arrived at the ER on (B)(6) 2025, and stayed for approximately 3 hours. The highest blood glucose level recorded in relation to this incident was 480 mg/dl. Patient had ketones. During their stay, the patient received intravenous treatment, including saline fluids and insulin. The patient was discharged from the emergency room on the same day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.